Manufacturer narrative:
The physician elected to surgically cap and abandon this lead, and program the patient's new device to vvi mode. No adverse patient effects were reported as a result of this event. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this chronic transvenous right atrial (ra) lead was found to be fractured.